Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow and down arrow buttons were intermittently unresponsive. It was also noted that there was a tear in the keypad cover below the ok button. The reporter was unsure of whether the tactile changes occurred prior to the keypad damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/11/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/30/2013 with the following findings:the keypad was found to be torn over the down arrow button. During testing, the down arrow keypad button was found to be completely unresponsive; all other buttons were intermittently unresponsive. There was evidence of contamination found under all key contacts.